Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated base on the reported info.

Event description:
The distributor has reported on behalf of their customer that while in use, the 24khz straight tip broke. This is the second broken tip reported by the same user facility.